Manufacturer narrative:
A product investigation was completed: one (1) protection sleeve for 2.8mm va drill guide ¿ long (part 03.127.006, lot 8586306, manufacture date december 2013) was received with a complaint stating that the handle of the protection sleeve for the drill guide broke when the surgeon used the drill guide to lever the drill bit. The complaint condition was able to be confirmed as the part broken at the weld between the arm and the protection sleeve. The complaint description states the surgeon was aware that this was an unintended purpose of the drill guide therefore the root cause for the complaint condition is human error. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Replication of the complaint is not applicable as the part arrived broken. Per the technique guide, the protection sleeve for 2.8mm va drill guide can be used in both the 3.5mm va-lcp proximal tibia plate system and the 2.7mm/3.5mm va angle lcp ankle trauma system. The protection screw allows the spherical drill guide and trocar to be used to insert va screws onto the plates. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the device. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned instrument was examined and the complaint condition was able to be confirmed as the instrument was broken at the handle/protection sleeve weld. Replication of the complaint is not applicable as the part arrived broken. The reporter states that the surgeon was using the drill guide to lever the drill bit when the handle broke and was aware that this was an intended use of the device. Therefore, the root cause of the complaint condition was determined to be human error ¿ abuse/misuse. Contributing factors could potentially be continuous bending forces introduced during surgery for over two years of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) proximal tibia procedure on (B)(6) 2016, the surgeon used the protection sleeve for the drill guide to lever the drill bit and the handle from protection sleeve broke. No fragments were generated. The surgeon knew that he used the protection sleeve for an unintended purpose. There was no surgical delay and the procedure was completed successfully. The patient's postoperative outcome was reported as fine. This report is 1 of 1 for (B)(4).